Event description:
Pt was admitted for bronchitis and ended up with a tracheostomy. Trach was loose fitting. Loose skin could be seen around the trach as well as the throat. Pt had 6 bronchoscopies. Too many procedures were done and lungs were damaged. Hospital had bloody rag wrapped around trach to secure. Trach was replaced last day of his life. Pt died on (B) (6) 2010. Pt also acquired (B) (6) while hospitalized.